Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 2649622-2013-07397 .

Event description:
It was reported by the patient that they had a "seizure" like they had before their pacemaker was implanted. It was further reported that the patient felt that the seizure was related to their device. The device was explanted and replaced. The right ventricular lead was also capped and replaced. Both replacements occurred one day after the date of this report. Further information was not able to be obtained. No further patient complications have been reported as a result of this event.